Event description:
Repair record indicated the reason for repair to be that on several occasions the attachment has been "frozen" and staff has had a great difficulty in freeing it up.

Event description:
Repair record indicated the reason for repair to be on several occasions the attachment has been "frozen" and staff has had a great difficulty in freeing it up. On follow up it was reported that the sleeve would not pull back. Staff had to bang on table to free up. Sales rep has done inservice. "Techs know how to clean and lubricate, but attachments do not work properly when come from sterilization."